Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. The noise appeared to be characteristic of insulation damage. The lead remains implanted.